Event description:
Event description guidant received information that when removing an implantable cardioverter defibrillator (ICD) for normal battery replacement, the physician noted the endotak dsp lead's pace/sense portion was fractured and removed and replaced this lead at the same procedure.